Manufacturer narrative:
Correction to results of third-party testing. Olympus provided the following result of the second culture test, performed at the third-party labs: sampling date: (B)(6) 2023. Sampling from: sampling solution instrument / biopsy / suction channel. Cfu: 1cfu. Bacterial identification: bacillus cereus. The results were in accordance with the country regulation requirements. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Despite good faith attempts the user cleaning disinfection and sterilization (cds) processes were not shared. The facility did not conduct a culture test. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: due to a pinhole on channel tube, water tightness is lost. Due to damage on cover of ultrasonic cable, the insulation resistance between evis and us connector does not reach the standard. Distal end has a dent. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. The instruction manual at the time of product shipment included the following chapters for reprocessing: chapter 3 compatible reprocessing methods. Chapter 4 reprocessing workflow for endoscopes and accessories. Chapter 5 reprocessing the endoscope (and related reprocessing accessories). Chapter 6 reprocessing the accessories. Chapter 7 reprocessing endoscopes and accessories using an aer/wd. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that there was a leakage from the working channel of the subject device and the device was used on a patient who is suspected of having tuberculosis. The reported issue was observed during an unspecified procedure. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause. This report is being submitted due to the device being used on a patient with suspected tuberculosis.

Manufacturer narrative:
The suspect device was returned to olympus for evaluation and the investigation is in process. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological analysis report indicated the channels (instrument/ biopsy/ suction channel) of the scope were cultured. Fifteen (15) colony forming units (cfus) of pseudomonas oleovorans were identified. The second culture on the scope (after reprocessing) came back negative. The device was then returned to an olympus service center for evaluation. During inspection and testing, the reported issue (leakage) was confirmed. It was observed that there was a leakage due to a pinhole on the instrument channel. In addition, service found that the insulation resistance value was out of specification due to damaged cover of ultrasonic probe, and the distal end was dented. Additional information regarding the reported issue and the customer's cleaning, disinfection, and sterilization processes have been requested. At this time, the information has not been provided. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.